Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Another investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported scan error. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 fe 5g, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device in use with samsung galaxy m33 5g phone using android operating system version 13. The customer was therefore unable to obtain sensor readings. The customer became weak and experienced a loss of consciousness, requiring treatment of glucose injection admininstered by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device in use with samsung galaxy m33 5g phone using android operating system version 13. The customer was therefore unable to obtain sensor readings. The customer became weak and experienced a loss of consciousness, requiring treatment of glucose injection admininstered by a healthcare professional. There was no report of death or permanent injury associated with this event.